Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer replaced the breath delivery central processing unit (cpu) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing an 840 ventilator generated a high pressure alarm. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.